Event description:
It was reported that during preventive maintenance ,the cardiosave intra-aortic balloon pump (iabp) had a safety disk out of box failure . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Fse resolved the issue by replacing the safety disk. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing department received safety disk. This part was received with a reported unit failure message of membrane leak test fails and oob failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of membrane leak test fails. Safety disk passed testing with result of membrane leak test 4mmhg, the factory specification is +-6mmhg. Retaining safety disk in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a